Event description:
Patient had an episode of apneic breathing, became unresponsive and code was called. Ambu bag pulled from crash cart and respiratory therapist attempted to use it on patient. The ambu bag was squeezed per normal procedure, but the bag would not reinflate. It was set aside and a different ambu bag had to be used.